Event description:
It was reported the patient experienced pain at the ipg site. In turn, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg pocket was relocated to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.